Event description:
As reported by the user facility (translation of user facility information by (B)(4)): recognized incorrect syringe: it appears that the user has loaded a bd 30 ml syringe, but the pump has recognized it as a bd 50 ml syringe.

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). The device is currently shipping from (B)(4) to (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.